Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced chronic sinusitis ("I've had constant sinus infections") and rash ("skin rashes"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal disorder ("dry spot like a clay ball towards the end of your colon"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, gastrointestinal disorder and chronic sinusitis outcome was unknown. The reporter considered chronic sinusitis, gastrointestinal disorder, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events have been added: sinusitis, rash. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal disorder ("dry spot like a clay ball towards the end of your colon"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered gastrointestinal disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal and gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.